Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced delayed supply delivery, resulting in a period without primary therapy and subsequent use of backup subcutaneous insulin, with blood glucose reported elevated to 321 mg/dl. Symptoms included hyperglycemia without associated clinical manifestations. Outcomes included no hospitalization, no emergency care, and continued therapy using subcutaneous insulin as a temporary measure. Investigation included customer service review and troubleshooting with education regarding supply acquisition and interim therapy. Investigation of this case revealed that the issue related to the user not reverting to back up therapy when there was a delay in supply shipment rather than device malfunction. Goodwill supplies were provided to bridge the gap. It was concluded, based on previously established findings for similar reports, that the cause was user circumstances external to the device and supply chain delay.